Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va04e7j, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient was having a lead revision due to not getting good therapy. The lack of therapeutic effect was determined to be caused by the lead being too anterior and lateral of the ventral intermediate nucleus (vim) target. The patient's health care provider (hcp) decided to explant and replace the lead with one that was more medial and posterior. During the revision procedure, the replacement of the lead provided better therapeutic effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.